Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance, due to low blood glucose (bg) levels leading to a coma. A glucose strip was administered as treatment. The patient's omnipod personal diabetes manager (pdm) malfunctioned delivering a massive amount of insulin that led to the medical event. The device will not be returned.